Event description:
A report was received that the patients skin around the ipg is thinning. The physician was planning on revising the pocket site but ended up explanting the entire system. The patient is doing well following the explant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2138-70 serial#: (B)(4) & (B)(4); description:scs 70cm iii lead model#:sc-2208-70 serial#:(B)(4) & (B)(4); description: st linear lead 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.